Manufacturer narrative:
H4: the lot was manufactured from february 24, 2022 to february 25, 2022. H10: the device was received for evaluation. Visual inspection was performed and a tear was observed at the lower left edge of the bag. Functional testing was performed and a leak was identified at the lower left side edge of the container. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small hole in a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag, which resulted in a leak. The issue occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.